Event description:
The customer's mother reported that her son's blood glucose results were rising, and it was a few hours before they noticed that the cannula had dislodged. She stated that his results reached up to the 400's (mg/dl).

Manufacturer narrative:
The device has been returned for eval. An investigation is in process to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia.